Manufacturer narrative:
The covidien customer support engineer (cse) verified the malfunction and replaced the graphic user interface (gui) printed circuit board (pcb) and upgraded the software to the current revision. The unit passed all tests and calibrations, and it was observed to be operating within manufacturing specifications. (B)(4).

Event description:
Covidien received information stating that an 840 ventilator had an erratic display while in use on a patient. The patient was removed from the ventilator and placed on a second ventilator. The patient was not harmed or injured as a result of the event.